Event description:
It was reported that, cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp)¿s screen background was red. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, h6 (type of investigation, investigation findings, investigation conclusions). Correction: e1 (event site name). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found that the screen background was red when the device was powered on. To solve the issue, the rear cover of the display was opened, and the signal cables were disconnected from both ends. All display connectors were cleaned, secured tightly with tape, and the signal cables were reconnected. No replacements were made. The unit was tested and found to be working normally. The recommendation regarding folding the screen was conveyed to the customer.

Event description:
It was reported before use, that cardiosave intra-aortic balloon pump (iabp) had a malfunction. The screen background was red, and the customer decided to use another unit for treatment. There were no patients involved, and there was no harm reported.